Event description:
It was reported gem 20dp ckv 3ss dehp free had flow issues as well as occlusion issues. The following information was provided by the initial reporter: "cannot prime the product".

Manufacturer narrative:
Investigation summary: one sample (model #2426-0007) was returned by the customer. It was reported by the customer that they cannot prime the product. The returned set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was successfully primed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 2426-0007 lot number 21049029 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27apr2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined because the failure was unable to be replicated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported gem 20dp ckv 3ss dehp free had flow issues as well as occlusion issues. The following information was provided by the initial reporter: "cannot prime the product."